Event description:
Our hospital uses the carefusion, alaris smart pumps. No matter what floor of the hospital the pump is being used on, or what type of medication is being run, the tubing will always have issues with air in the line. This issue occurs several hours after the pump has been primed and subsequently running and no one has touched it. Somehow air is getting into the tubing. The most problematic concern with this issue, is when an air bubble goes undetected by the pump and comes very close to entering the pt. The tubing must be disconnected to remove the air, which then also exposes the pt to opportunities for infection. Often times, air must be removed from the tubing via syringe, which then removes medication from the line. As said before this issue happens with every single pump in the hospital, and is therefore likely a defect with the tubing or machine itself, and is not attributable to user error.